Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger antenna cord was damaged. The patient reported that they received a replacement antenna cord. It was reported that a ¿reposition try again¿ screen was displayed when the ins is completely charger, instead of the charge complete screen. It was reported that when charging the implant, it shows excellent and good. The patient reported that they attempted to turn the device off 3 times and the device would not turn off. It was reported that the controller wouldn¿t do anything when they tried to turn stim off. The patient reported that they were still having difficulty recharging and it was taking an hour and a half to charge the implant even though the replacement cord sent. The patient stated that they were told that it shouldn¿t take longer than 30-45 minutes to charger the device. The patient was reviewed that charge time can take anywhere from 1-3 hours and charging efficiency will depends on how long the ins will take to charge. It was reviewed that the led will blink green while charging and move to a steady green when full. It was reported that the patient received a replacement recharger and still unable to charge faster. The patient reported that they were unable to turn the device off, seeing reposition antenna screen instead of charge complete screen. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2019. There were no further complications reported or anticipated.